Event description:
It was reported that over 3 years post xience v stent implantation in the mid right coronary artery, the patient experienced a non-st elevated myocardial infarction ((B)(6) 2010) which resolved on the day of onset. The status of the xience stent and the target lesion/vessel is unknown. On (B)(6) 2011, the (B)(6) patient experienced a right femur fracture and on (B)(6) 2011 died from malnutrition. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of myocardial infarction (mi), as listed in the product instructions for use (IFU), is a potential known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.